Event description:
It was reported that the patient inflatable penile prosthesis (ipp) was too large and could not be inflated. The entire ipp system was removed and replaced with a new one. No further complications were reported in relation to this event.